Manufacturer narrative:
The alleged event was not confirmed. The reported symptom (fluid leaking) was not confirmed. The reported symptom (m31 air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact called in regarding m31 air detected in cassette during fill 4 of 4, vol1591/2000ml. During troubleshooting with technical support the patient contact confirmed there was a fluid leak observed from the cycler door and tubing set. It was advised that the patient notify the peritoneal dialysis nurse of the fluid leak. The liberty select was replaced. Additional information was solicited.